Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The instrument still passed the electrical continuity test.

Event description:
It was reported that during central processing, the customer noted that the maryland bipolar forceps (mbf) instrument had burnt marks on the plastic support of the tips. There was no reported injury. Intuitive surgical, inc. (Isi) followed-up with the customer site and obtained the following information about the complaint: there was nothing abnormal at the visual inspection on the sterile field. No arcing was observed. The monopolar cord was not connected to a bipolar instrument. The customer used conmed system 5000 generator with settings: cut: 40, coag: 40, bip 35. The monopolar scissors were used during 90% of case with the mbf instrument. Often during the dissection, the tips were covered in carbonized tissue requiring being removed and cleaned. There was no patient harm and the surgery completed as planned.